Event description:
Alleged arthralgias, morning stiffness, myalgias, dysethesias/paresthesias, fatigue, sleep disturbances, hot flashes, night sweats, tempro mandibular joint disease, memory loss, sicca, shortness of breath, cp/costochondritis, choking sensation, hypertension & gi/gv and sleep disturbances.